Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a tear in their driveline due to getting the driveline caught in the zipper of their consolidated bag. A review of the log files by technical services found that the reported tear had not affected the functionality of the left ventricular assist device (lvad). Rescue tape was applied over the tear.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted driveline photo confirmed a superficial tear in the external driveline; it was reported that the tear was due to inadvertently getting the driveline stuck in the zipper of the consolidated bag. The submitted driveline photo showed a small portion of the external driveline with a small tear in the silicone jacket of the driveline. The photo did not demonstrate any damage to the underlying layers or wires. The issue was reportedly resolved with the application of rescue tape. The submitted log file was reviewed and found that the pump operated at the set speed without issue. The pump appeared to be operating as intended. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.